Event description:
The customer reported that a cine disk error was displayed at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine disk was reformatted. The system was tested and found to be working as intended and put back into service.